Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model w/inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.

Event description:
When the doctor extracted tooth #27, there was not enough bone to place the implant so he ended up bone grafting there instead. He reported that #26 and #27 were too buccal. The doctor had drilled at site #26, but did not place the implant and grafted instead.